Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic hernia repair total extraperitoneal procedure, the balloon was impossible to inflate the dissection balloon having the camera inside. The incident did not cause the surgeons to change the procedure and the patient did not have prolonged hospital stay. No injury caused to the patient and no extended incisions, no extra tissue loss, no blood loss caused by the event, nothing wrong with the packaging of the product, no need for re-operation. The procedure was performed without the spacemaker.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic hernia repair total extraperitoneal procedure, for lot #p6j0272x, the balloon was impossible to inflate the dissection balloon having the camera inside. For lot #p5d0298x, the blue balloon (pump) wouldn't fill the dissection balloon with gas and the physician thought it seems as if the balloon was different from what it usually looks like. No further details were provided regarding patient status. The comments in the report mention 2 procedures. Will follow-up to confirm if the devices were used in two different procedures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.